Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. (1) unpackaged ar-9229grpp was received for evaluation. Visual inspection noted no apparent issues with the device other than wear signs along the inferior edge of the cutting rim. No functional test was performed to determine the device's cutting ability. A cause can be attribute to normal wear and tear from usage in the field.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems the surgeon was using the ar-9229grpp attempting to ream the glenoid, the reamer was dull. The surgeon removed the reamer from the joint and clean it off, then reapply with more force than should be required. After doing this multiple times we were able to get a prepped surface for our implant. This was discovered during use in a tsa procedure on (B)(6) 2022. No patient affect reported.